Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history settings issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the pump black box history showed that the total daily dose history were found to correctly reflect the user programmed basal rates. There were no alarms related to the complaint in the pump alarm history. The pump powered on with appropriate vibratory and auditory alerts. The rewind load and prime steps were performed successfully. The pump was exercised for 24 hours without issues. All pump settings remained the same in the pump at the end of testing. A normal bolus and an audio bolus were performed and were correctly recorded in the plump history. A 29 hour flow accuracy test was performed and confirmed that the pump was delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.